Event description:
According to the information received, the morcellator suction stopped working during a holep procedure. The disposable handpiece was still rotating but would not suck prostate specimen into canister. There was a reported 30 minutes to one hour delay troubleshooting the device. However, the scheduled case was completed without any harm to the patient.